Manufacturer narrative:
The insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case on the display window corners, cracked display window and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a button error alarm on the insulin pump. Customer's blood glucose was 140 mg/dl. The insulin pump will be returned for analysis.